Event description:
It was reported that during an initial hamstring tendon graft procedure, two interference screws fractured. Half of one screw remains in the patient's bone tunnel and is indicated to be stable without the potential for migration. The surgeon stated that removing it was not possible, and the case was completed with a bone post outside the tunnel for graft fixation. The correct surgical technique was used. No other complications or impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.